Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additional information obtained from the field representative indicated that the cause was determined to be an ra lead fracture as confirmed through x-ray. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.